Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt (blunt tip trocar) ruptured during use, outside the pt. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the short port silicon coating and latex balloon were torn. The gray seal was not returned. There was no evidence of blood presents on the device. Based upon the visual observations, the complaint for "short port ruptured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).